Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Information was provided on reprocessing of the device at the facility: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; distal end cover (c-cover) has a scratch; adhesive around light guide (lg) lens is peeled; insertion tube non-bending section ig protector has a cut; universal cord has a wrinkle; paint on air/water cylinder has peeling; forceps elevator knob is deformed; control unit has discoloration; boot cp-plate has a crack; due to damage on zoom charge couple device (ccd), zoom does not work; and scope cover unit, control unit, scope cover, connecting tube, switch box, flexibility adjustment ring, grip, suction connector, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, protector of universal cord and universal cord have a scratch. User complaint of insufficient up angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of insufficient up angulation issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there was foreign material in the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material was not identified, the nozzle had no deformation, and the customer was reprocessing the device correctly. The root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer, which confirmed the subject device was inspected prior to use and during the inspection the angle down issue was confirmed. There is no report of patient involvement or a delay in the procedure. Additionally, there was no report of discontinuation, additional anesthesia, or rescheduling of procedures.